Event description:
It was reported that the device was missing a micro switch lever on the side. No additional information was available. No patient injury was reported.

Event description:
Additional information was received which stated no patient was involved.

Manufacturer narrative:
The device was received back with a missing microswitch, a corroded drain fitting, a cracked water tank cover, and the block was missing too. The reported problem was confirmed; customer damage was the root cause. The microswitch and block were replaced. Device passed all functional testing. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair records. D5 and e4 are unknown. UDI section of d4 is unknown, no product information has been provided to date.